Event description:
It was reported via social media that an inflammation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient contracted pericarditis three days post implant.